Event description:
It was reported that nurse noted they received low flow alert and added water in their arctic sun device. Then water temperature was seemed to be dropping. Water temperature was 34c but was then 20.7c. No other alerts or alarms happened. It was explained water flow rate was not tied to the amount of water in the device and noted water should never be added unless device explicitly told it was empty and pads had been emptied. Patient temperature was 36.4c, targeted temperature was 36.5c, water temperature was 20.7c, water flow rate was 2.7 l/m and 4 pads were connected. Trend showed 1 bar down. System diagnostics read outlet monitor temperature was 21.3c, outlet control temperature was 21.2c, inlet temperature was 21.5c, chiller temperature was 5c, water flow rate was 2.7 l/m, inlet pressure was -7psi, circulation pump command was 60 percentage, mixing pump command was 0, heater was 9, water reservoir level was 5, system hours were 5192.2 and pump hours were 4166.6. Had them drain 16 ounces from device. Restarted therapy and water flow rate was stabilized. After 30 minutes later water temperature was 31.6c and increasing. Noted rate was set to 0.5c/hr so if water temperature was did not continue to increase just call back.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the issue is confirmed as user related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse noted they received low flow alert and added water in their arctic sun device. Then water temperature was seemed to be dropping. Water temperature was 34c but was then 20.7c. No other alerts or alarms happened. It was explained water flow rate was not tied to the amount of water in the device and noted water should never be added unless device explicitly told it was empty and pads had been emptied. Patient temperature was 36.4c, targeted temperature was 36.5c, water temperature was 20.7c, water flow rate was 2.7 l/m and 4 pads were connected. Trend showed 1 bar down. System diagnostics read outlet monitor temperature was 21.3c, outlet control temperature was 21.2c, inlet temperature was 21.5c, chiller temperature was 5c, water flow rate was 2.7 l/m, inlet pressure was -7psi, circulation pump command was 60 percentage, mixing pump command was 0, heater was 9, water reservoir level was 5, system hours were 5192.2 and pump hours were 4166.6. Had them drain 16 ounces from device. Restarted therapy and water flow rate was stabilized. After 30 minutes later water temperature was 31.6c and increasing. Noted rate was set to 0.5c/hr so if water temperature was did not continue to increase just call back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse noted they received low flow alert and added water in their arctic sun device. Then water temperature was seemed to be dropping. Water temperature was 34c but was then 20.7c. No other alerts or alarms happened. It was explained water flow rate was not tied to the amount of water in the device and noted water should never be added unless device explicitly told it was empty and pads had been emptied. Patient temperature was 36.4c, targeted temperature was 36.5c, water temperature was 20.7c, water flow rate was 2.7 l/m and 4 pads were connected. Trend showed 1 bar down. System diagnostics read outlet monitor temperature was 21.3c, outlet control temperature was 21.2c, inlet temperature was 21.5c, chiller temperature was 5c, water flow rate was 2.7 l/m, inlet pressure was -7psi, circulation pump command was 60 percentage, mixing pump command was 0, heater was 9, water reservoir level was 5, system hours were 5192.2 and pump hours were 4166.6. Had them drain 16 ounces from device. Restarted therapy and water flow rate was stabilized. After 30 minutes later water temperature was 31.6c and increasing. Noted rate was set to 0.5c/hr so if water temperature was did not continue to increase just call back.